Event description:
Terumo medical corporation received the reported information. The glidewire advantage tip broke off in the patient. At the beginning of the procedure the vessel was highly calcified below puncture site. The doctor attempted to advance the wire; however, the wire got stuck after it made a loop in the calcium. The wire was pulled with force through the brite tip sheath. There was no vessel rupture, only the +- 9cm hydrophilic tip part that broke off. The patient was going for bypass fempop surgery as the wire is in an occluded area and not moving at all. The patient needed additional intervention to remove the broken part. The procedure outcome and patient impact was unknown.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: over 120kgs. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E2: health professional: unknown. E3: occupation: unknown. G4: 510(k) number: k122590, k163004. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Since the actual device could not be investigated, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating this device and/or the catheter and determine the cause by fluoroscopy." "Do not apply repetitive bending force to one specific point of the device as this may cause damage to this device." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).